Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the first clip ((B)(4)) was implanted, the clip detached from one leaflet and remained attached to the other leaflet, which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip ((B)(4)) was deployed with a significant reduction of the medial jet (a3/p3). Deployment of the first clip was compliant to the instructions for use (IFU). A second clip was deployed lateral (a1/p1), and the mr was reduced from 4 -> 1. After approximately 25 minutes, the first clip detached from one leaflet, and remained attached to the other leaflet (single leaflet device attachment/slda). The mr increased; therefore, a third clip was implanted medial to the first/medial clip, to stabilize the slda clip, and reduce the medial mr to 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. It was determined that the single leaflet device attachment (slda) appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report filed, the following information was received: the left ventricle was dilated and the mitral valve leaflets were thin. The physician supposed that the single leaflet device attachment occurred because the leaflets were too thin. No additional information was provided.